Event description:
It was reported that the customer experiencing issues with uploading the insulin pump data to carelink. The customer's blood glucose was unknown. The customer stated that only a week's worth of data was uploaded even though more data was visible on the actual insulin pump. The customer confirmed that there were no peculiar alarms in the alarm history. The issue persisted after assisting the customer. Advised that a replacement insulin pump would be sent per the request of the healthcare provider. Nothing further reported.

Manufacturer narrative:
Pump downloaded properly to carelink. However the displayable history crc check failed on startup alarms were noted in the alarm history. Displayable history crc check failed on startup alarms due to corrupted history files. No communication anomaly noted. Cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked reservoir tube, cracked reservoir tube window and cracked case near display window corners noted during visual inspection. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.